Event description:
It was reported that the distal screw was broken. The pt was not in pain. The surgeon decided to wait. In 2006, the surgeon found that the lag screw had backed out of the femoral head, so he decided to replace the lag screw and remove the distal screw.

Manufacturer narrative:
Add'l info has been requested and if received will be supplied on a supplemental report.